Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos) episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.